Event description:
Revision of right hip for cup dislocation. Broken screws and dislocated mdm poly. Broken screws, inflammation, metallosis, and infection. Device was replaced with cement ball treated with antibiotics.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.